Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) the pneumatic module leak test fails. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the issue was caused by the safety disk. To fix the issue the fse replaced with a new safety disk, which corrected the issue. The unit passed all performance according to factory specifications. The unit was returned to customer and cleared for clinical use. The removed safety disk was returned to maquet national repair center (nrc). Nrc performed visual inspection of safety disk per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the safety disk into nrc iabp cardiosave test fixture for testing of the reported problem. Performed and tested the safety disk in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit pneumatic module leak test failed. The nrc is unable to replicate the failure experienced by the customer. Retaining the safety disk in the nrc per procedure.